Event description:
It was reported that during use at the user facility, the core impaction drill was overheating. As there was no associated procedure, no delay to a surgical procedure, no patient involvement, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of heat was able to be confirmed by the manufacturer service technician, and noted that the driveshaft bearing was damaged. A damaged driveshaft bearing can cause the reported event.

Event description:
It was reported that during use at the user facility, the core impaction drill was overheating. As there was no associated procedure, no delay to a surgical procedure, no patient involvement, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.